Manufacturer narrative:
Concomitant medical devices: cls spotorno, stem, 145, uncemented, 10.0, taper 12/14, catalog no# 290009100 ; lot no# unknown, metasul ldh, head, 42, code h, taper 18/20, catalog no# 0100181420 ; lot no# unknown. Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to armd, loosening of stem and cup.

Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, PMA/510k. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: osteolysis (stem) event summary: it was reported that the patient received a right hip implant on (B)(6) 2006 and was revised on (B)(6) 2016. However, the originally registered loosening issue could not be confirmed. Instead, the reason of revision were osteolysis at the socket, osteolysis around the stem and adverse soft tissue reaction to particle debris. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check of durom cup and metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, due to the unknown information of head adapter, the compatibility between head and stem could not be checked. Conclusion summary: the implant was revised due to adverse tissue reaction to particle debris and osteolysis around the cup and stem. The in vivo time was 9.6 years. The issue related to durum cup is a known issue and have been addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). Therefore, no further investigation required. For osteolysis around the stem, possible cause includes patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.